Manufacturer narrative:
Updated fields: b4; d9; d8; g3; g6; h2; h3; h6, type of investigation, investigation findings, component code, investigation conclusion; h11 a getinge field service engineer (fse) found that helum washer is defective. So fse replaced helium washer and now unit working okay. Additionally, fse gave them 3 extra washer to avoid any emergency situation. Unit return to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.